Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A log review revealed an instance of increased intraperitoneal volume (iipv). The probable cause was determined to be insufficient drain, use error - tidal ultrafiltration (uf) removal set too low. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of iipv. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 3241 ml. This event meets overfill criteria. This is report 2 of 2.